Manufacturer narrative:
The malfunction was observed during incoming testing; however after disassembling the device to examination the display cables, the malfunction was no longer seen. A display flex cable was replaced as precaution. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device's display was distorted. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.